Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. (B)(6). Section d6b: if explanted, give date: not applicable, as lens remains implanted, hence not explanted. Section h3 - no: the lens was not returned for evaluation as it remains implanted. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that of haptics on an intraocular lens (iol) seemed stickier than usual. The doctor has been used to the ¿hugging¿ of the haptics, but this seemed different to him. The doctor was able to complete the case without any issues after separating the haptics. No other information was provided.